Event description:
It was reported that after sterilization the endowrist prograsp instrument was found with "fibers coming out from the shaft". No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of the main tube has two sections, 180 degrees apart, with material removed. Sections are parallel to tube axis and roughly 1.3 inches long and .125 inches wide. Based on the location and appearance, the damage may have been caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received. Engineering also observed the proximal clevis is missing a .160 inch by .200 inch piece, but the clevis is not dislodged from the main tube. It appears that the clevis may have broken due to mishandling of the instrument. No other damage was found.